Manufacturer narrative:
The information provided were incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had the high blood glucose and no delivery alarm. The blood glucose at the time of the incident was 496 mg/dl. The customer was assisted with troubleshooting. The device will be returned for analysis.